Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on or about (B)(6) 2012 and on or about (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of ventralight st using echo ps, patient was diagnosed with hernia recurrence, wound dehiscence, adhesions, fibrosis, abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, adhesions & pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This supplemental emdr represents the ventralight st mesh using echo ps (device #1). An additional supplemental emdr was submitted to represent the ventralight st mesh using echo ps (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on or about (B)(6) 2012 and on or about (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #1). Per operative notes, ¿the bowel had been reduced from the hernia. The 2 hernia defects 1 above the other with lowest being at umbilicus were reduced. A ventralight st mesh (device #1) was placed to the anterior abdominal wall using echo ps and tacked circumferentially with sorbafix tacker.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated ventral hernia and bilateral inguinal hernias thereby underwent laparoscopic repair with implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿the old hernia site was identified along with mesh (device #1) contained adhesed omentum and some small bowel loops. Removed the omentum and bowel from the undersurface of the mesh and returned to its normal position. A ventralight st mesh (device #2) was placed to the underside of anterior abdominal wall using echo ps completely overlapped the existing mesh (device #1) and secured with sorbafix tacker.¿ (B)(6) 2019 - patient was diagnosed with abdominal pain and umbilical hernia thereby underwent laparoscopic repair with partial removal of mesh (device #1 & #2). Per operative notes, ¿midline omental adhesions to intraperitoneal mesh was taken down. The mesh (device #1 & #2) was removed. Supraumbilical hernia defect was dissected. A piece of synthetic mesh was cut into elliptical shape, placed in retrorectus position and secured using sutures.¿ (B)(6) 2019 - patient was diagnosed with wound dehiscence. (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralight st (device #3) and removal of old synthetic mesh. Per operative notes, ¿the midline opened through the hernia sac. There were omental adhesions to the abdominal wall which were freed up bilaterally. Left side encountered previous placed mesh. Unfortunately, this went down to umbilical skin and it quite denuded. Excised the umbilical skin and the old mesh (device #1 & #2). A ventralight st mesh (device #3) was then placed in intraperitoneal onlay position and secured using sutures.¿ attorney alleges that patient had adhesions, hernia recurrence, mesh migration, substantial/ongoing pain and suffering from the defective mesh.